Manufacturer narrative:
Patient information unavailable from facility. Device evaluation: the device was returned and evaluated by a cross functional engineering team on 02 july 2020. The team observed no dead fibers at the tip of the device and approximately 2-3 dead fibers at the proximal fiber bundle. During calibration, there were potentially 1-2 broken fibers identified just proximal of the device's distal marker band. Using simulated laser light, the team confirmed a breach to jacket. During an attempt to calibrate during evaluation, the device passed at both calibration and at high energy. The team was unable to replicate complaint; however, this is now considered reportable due to potential for exposure to manufacturing materials and accidental radiation due to the breached discovered in the device's outer jacket. It is not confirmed when the damage occurred to the device.

Event description:
A peripheral coronary procedure commenced (additional case detail requested but unavailable). During use in the patient, a spectranetics elca coronary laser atherectomy catheter displayed a fault code during re-calibration, and despite rebooting, the device was unable to be used. The procedure was completed successfully by other means with no reported patient harm. However, after the device was returned to the manufacturer and evaluated on 02 july 2020, it was discovered that the device's outer jacket was breached. Due to this discovery, this event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.